Event description:
The customer indicates that there is no ECG signal on the display during a routine check. No patient involvement.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated, the complaint was confirmed and caused by the preamp cable becoming unseated from its connector causing an open circuit. Cause of the cable becoming unseated is inconclusive. Reinsertion of the cable resolved the failure. After repair, the device performed to specifications and was returned to the customer.